Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought medical attention due to persistent low blood glucose (bg) readings, with a reported level of 56 mg/dl. Patient experienced symptoms including shaking, sweating, and disorientation and stated that her insulin on board was showing 27.2 units on her pod. Despite consuming glucose drinks, soda and juice, patient's bg remained low. Patient removed the pod from the abdomen after wearing it for between 24 to 36 hours and went to the hospital to receive intravenous fluids. The visit lasted approximately 10 hours and was discharged on the same day. It was unclear if the patient was seen in the emergency room or admitted to the hospital. The patient later confirmed that the basal settings were incorrectly programmed at 15 units per hour, contributing to the medical event.

Manufacturer narrative:
Follow up information was received on september 3, 2025; b5 was updated.

Event description:
Follow up information was received on september 3, 2025, it was confirmed that the patient was seen in the emergency room.